Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter was going into the memory mode when performing a blood test. In addition, when a blood test was performed, instead of giving a reading the meter allegedly jumped to the averages. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated, the alleged issues began approximately seven days ago. The reporter stated, the patient manages his diabetes with a fixed amount of insulin, unknown type. The reporter stated, the patient did not take any action in regards to his normal diabetes management regimen when the alleged issues occurred. At an unspecified date and time also seven days ago, the patient reportedly developed symptoms of "sweating and had a low blood sugar" after the alleged issues occurred. The reporter denied that the patient received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the process for performing a blood test was correct however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.